Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issue at infusion site. Reportedly, the patient's blood glucose level at the time of the event was 600 mg/dl and had high ketones. Subsequently, the patient was admitted to the hospital and received intravenous insulin and some unspecified drip to treat dehydration, as corrective treatment which resolved the issue. The health care professional assessed the ketone level as dangerous and life threatening. The infusion set was used for less than three days. She was hospitalized for three days and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.